Event description:
It was reported that high capture threshold and r-wave amplitude variation due to suspected lead dislodgement were observed. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.